Manufacturer narrative:
The lead is not expected to be returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements and no capture at 5.0 volts at 1.0 milliseconds. It was reported that the lead dislodged. A revision procedure was performed and the rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.